Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 90 indicating an algorithm output range error on the ilet device, which resolved after the user restarted the device per agent guidance. Symptoms included no reported clinical effects. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included customer service troubleshooting and user education, including a device restart that cleared the alert. Investigation of this case revealed that the alert was transient and resolved with a restart, consistent with a software or algorithm processing anomaly without recurrence. It was concluded, based on previously established findings for similar reports, that the cause was a transient device software performance issue that self-resolved with reboot.